Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent rows 1-2, stent struts were lifted and pulled proximally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. Functional testing of the device was performed during analysis. A 0.014 recommended guidewire was inserted in through the tip and exited through the port exchange with no issue. The balloon was inflated to 16 atmospheres using an encore inflation device, and deflated within 3 seconds. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 04may2018. A 3.50x38mm synergy ii stent was returned with no reported issues. However, returned device analysis revealed distal stent damaged.